Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas to report the patient obtained the blood glucose level of 466 mg/dl, and he experienced the symptoms of extreme thirst, feeling "uncomfortable and hot", and foot neuropathy. The patient discovered that he was not connected to the pump. The patient had disconnected from the pump for a shower earlier in the day, and had not correctly reconnected to the infusion site. During troubleshooting, the patient was able to properly connect the pump to the site and transfused a 20.0 unit bolus. The patient's subsequent blood glucose level was 207 mg/dl without symptoms. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. The patient's technique was incorrect by not correctly reconnecting the pump to the infusion site. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia after this occurred, this complaint is being reported.